Manufacturer narrative:
Result: damaged footboard modules.

Event description:
It was reported by svc report that the footboard modules were damaged. The customer reported that they did not know if there was pt involvement of if there were adverse consequences to report.